Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed. Approximately two months later the lead continued to exhibited twos. The lead was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.